Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the scope detection failed, error code e315 (incompatible scope) and no image cause due to corrosion on plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided if available.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had scope detection failed during installation. There was no patient involvement.